Event description:
Site reported the superdimension ilogic system froze during a patient procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of of patient injury, death or other serious injury. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2014. Date of follow-up report : (B)(6) 2014. A service call was performed at the site (B)(6) 2013 and there were no anomalies found related to the event. A component of the superdimension system, log files were returned and the evaluation showed a network card communication malfunction.

Manufacturer narrative:
(B)(4). The device has been returned but the evaluation is not completed to date. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received, a follow-up report will be submitted.